Event description:
Customer originally reported to customer service on (B)(6) 2012 that her pump in style just stopped working. Upon receipt of product by returns dept, on (B)(4) 2012, a breach in the transformer housing was noted.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with customer, she indicated that there was no breach present in the housing of the transformer prior to shipping. The customer also indicated that there was no fire, smoke or sparking and no injury occurred as a result of the issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0.00 vdc, which indicates that the power supply is not producting the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured overload, which is not normal and indicates that the thermal fuse did blow.